Manufacturer narrative:
(B)(4).information was not provided by the initial contact. (B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what type of procedure was the device used? Laparoscopic distal gastrectomy. What confirmation was received that the device was fully fired? The firing trigger could not be compressed anymore. Was the cut line fully circumferential around the target tissue? Yes. Were there staples missing from the staple line? Yes. Some staples were not on the tissue. Photo analysis: based on the photo evidence of the subject cdh25a, the event description can be confirmed. The likely cause of the complication is that the device was not subjected to a complete firing stroke or the staple height indicator was not within the green range.

Event description:
It was reported that during an unknown procedure, the tissue was cut after the device fired completely, but the staples were not b-formed. The staple height indicator was about 1.5mm. Hand sewing was used to complete the procedure. Pictures are attached for reference. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.